Event description:
Swan inserted 9/12/97 at 2100. Wedged 5 times throughout the night. 9/13 dr. Ordered to stop doing wedges. 9/13 tried to wedge catheter, no resistance met and blood backup noticed. Swan pulled, balloon found burst.